Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-03571. It was reported that burr got stuck on lesion and rotawire fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to advance and treat target lesion. During the procedure, after ablation was performed at the 60% stenosed site in the proximal to mid lad, it was noted that the burr was stuck and was able to be removed with dynaglide mode. However, cine angiocardiogram showed that rotawire was detached and remained in the mid lad. A snare or few 0.04 wires were used to removed the remaining segment. The procedure was completed with a different device. No further patient's complication were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out. The device has wire broken near to the distal section 317cm from the proximal section, also it has the body kinked in the middle of the device in several sections. The distal tip was not returned. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03571. It was reported that burr got stuck on lesion and rotawire fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to advance and treat target lesion. During the procedure, after ablation was performed at the 60% stenosed site in the proximal to mid lad, it was noted that the burr was stuck and was able to be removed with dynaglide mode. However, cine angiocardiogram showed that rotawire was detached and remained in the mid lad. A snare or few 0.04 wires were used to removed the remaining segment. The procedure was completed with a different device. No further patient's complication were reported and patient's condition was good.